Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the alarm speaker is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control button was broken which resulted in no alarm/horn, which confirmed the original complaint issue. However, the underlying cause could not be determined. Fields were updated accordingly.

Event description:
Dealer is stating that the alarm speaker is not working.